Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer independently reset the pump. The customer will continue to use current pump for insulin therapy.